Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate 3 system controller (serial number: (B)(6) ) having a low speaker volume could not be confirmed; however, the reported events of a controller clock issue and a maximum backup battery use count were confirmed. The controller was not returned for analysis; however, log files were submitted for review. The event log file contained ~3 hours of information on 03dec2023 (11:45:07 to 14:23:52 per timestamp). Throughout the data, a controller clock corrupt alarm was active. The cause of this alarm cannot be conclusively determined, as the sequence leading up to its initial activation had been overwritten by newer events. It was also noted that the voltage of the black power cable fluctuated throughout the data. These fluctuations resulted in the activation of abnormal low power and no external power alarms at 14:20. At this time, the white power cable was disconnected to perform a power source exchange and the voltage of the black power cable fluctuated below the designed alarm thresholds. The low power and no external power alarms resolved with reconnection of the white power cable. It was also noted that due to the activation of the no external power alarm, the backup battery attempted to activate and support the system, which would cause its use count to increase. The observed events did not impact the ability of the controller to operate the pump, as the pump maintained a speed above the low-speed limit throughout the data. To date, no products related to this event have returned to abbott for analysis. The root cause of the reported low speaker volume and controller clock issue cannot be conclusively determined through this analysis. The root cause of the backup battery use count increases cannot be conclusively determined through this evaluation. The periodic log file indicated that the use count increased from 112 to the maximum value of 255 between 10sep2023 and 03dec2023. The heartmate 3 instructions for use (IFU) (rev. C, section 2 ¿system operations¿) states that although rechargeable, the backup battery has a limited lifespan. The lifespan of a backup battery is 36 months from manufacture date. Therefore, it may be necessary to install a replacement backup battery if the current one expires, or if prompted by a backup battery fault alarm. This section also describes how to properly remove or install a backup battery within the controller. The heartmate 3 patient handbook (rev d - section 2 ¿how your heart pump works") instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The heartmate 3 patient handbook (rev d - section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), including those associated with no external power, low battery, backup battery fault, power cable disconnect, and controller fault conditions, and the actions to take if the alarm cannot be resolved. The heartmate 3 patient handbook (rev. G - section 6 "equipment maintenance¿) describes how to care for and clean all equipment, including the heartmate 3 system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: hsc-084636) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR # per-2023-0198672 and related MFR# 2916596-2023-08563it was reported that the patient's pump was not running and the system controller was black but there was no alarm present, so the patient exchanged the controller at home. The patient was seen in clinic on (B)(6) 2023, where it was found that the speaker sound on the controller was low, and the patient was given two new controllers. Log files showed low power advisory alarms prior to the controller exchange, and the emergency backup battery (ebb) use count was maxed out at 255. Log files after the controller exchange captured several ebb issues, a controller clock issue, and the ebb use count was maxed out at 255.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.